Manufacturer narrative:
The delivery pusher was returned for evaluation. Examination revealed the delivery pusher exhibiting evidence of thermal detachment. Based on the analysis investigation the customer complaint cannot be confirmed as the implant coil is detached by the v-grip controller and the implant coil is not available for evaluation. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. The coil was reported to stretch. The coil was removed successfully using an endovascular snare. The patient was reported to be doing well. No injury was reported with the patient as a result of the procedure.